Manufacturer narrative:
Device evaluation: one healicoil rg sa 5.5mm w/3 ub-bl, cb bl, bk device was returned for evaluation of the reported complaint mode, ¿broken implant¿. The anchor was confirmed to be broken with most of the threads detached from the longitudinal ribs. According to the complaint details, the bone was "very soft" at the implantation site. The complaint stated that the awl-dilator was only inserted to "3/4 the length". Based on these observations, no root cause related to the manufacture of the device can be established. A review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. The instructions for use (IFU) states that the anchor is contraindicated where "pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation". Additionally the same IFU states that ¿the site should be prepared by inserting the awl-dilator fully until the indicator line is flush with the bone surface¿. (B)(4).

Event description:
During a shoulder arthroscopy rotator cuff repair using a healicoil rg sa 5.5mm w/3 ub-bl, cb bl, bk, it was reported that the implant was set in and during the process of suture tying, the anchor pulled out. The doctor attempted to push the anchor back into the site with an instrument and was not successful. He then cut the suture and during removal the threads broke off the anchor. The large piece of the anchor was removed with a grasper and the broken pieces of threads were removed via the shaver. Another site was prepared and a back-up device was used to complete the case, leaving the initial site empty. The patient¿s bone quality was reported as soft and poor. The patient was fine post procedure.